Event description:
It was reported that a patient experienced increased pain, muscle spasms, vomiting, and twitching (later reported as ¿some withdrawal symptoms¿). The patient came to the emergency room (ER), and after reading the logs it was determined that there had been a motor stall on (B)(6) 2015 with no recovery. The cause of the stall was not known. The patient had an appointment with the managing healthcare professional (hcp) on (B)(6) 2015 to follow up. The patient was scheduled for replacement and the pump would be returned for analysis. The pump was used to infuse morphine (35mg/ml, 26 mg/day). No diagnostic result, intervention, or patient outcome was reported. Follow up was conducted to obtain further information; if additional information is received a follow up report will be sent.

Manufacturer narrative:
Eval code-conclusion has been updated for the pump.

Manufacturer narrative:
Device evaluation summary ¿ analysis of the pump found ¿gear train anomaly ¿ corrosion and-or wear and-or lubrication¿ and ¿gear train anomaly ¿ stall due to gear wheel 3¿. There was significant corrosion and missing teeth on gear wheel 3. Analysis of the catheter found ¿kink observed¿. There was a kink observed at the anchor. During pressure testing in the lab, the kinked area did occlude when the catheter was bent to a narrow radius. Device evaluation: conclusion code is applicable for the pump analysis; conclusion code is applicable for the catheter analysis. Conclusion code is no longer applicable for this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2009, product type: catheter. (B)(4).